Event description:
The complainant reported that the automated impella controller (aic) pressure sensor did not recognize impella cp pump after priming. The aic was therefore swapped for a different console but the patient expired prior to pump insertion.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) pump issue has been completed. Data logs revealed that the console had experienced the epm crystal issue, and that the console had then automatically performed steps to mitigate it. When the epm crystal issue occurs, the console is unable to recognize the presence of the pump. This matches the reported complaint. The console was returned for evaluation. . The reported complaint could not be reproduced. The pump detection issue was confirmed to be due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. D2-corrected common device name.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was being prepped for an impella cp device implant for mechanical circulatory support. After priming, the automated impella controller (aic) pressure sensor did not recognize the impella cp pump. Consequently, the aic had to be exchanged for the backup aic. However, the patient would expire before the impella cp could be implanted for support.

Manufacturer narrative:
Medical safety officer reviewed the event and determined there is not enough information to exclude the automated impella controller as an associated factor in the patient's outcome. Event was revisited and determined there is an association with the demise outcome. Consequently, the following updates to respective sections of this follow-up 2 supplemental medwatch report were completed accordingly: section b1: to reflect adverse event and product problem. Section b2: outcomes attributed to adverse event. Section b5: event description details including adverse event/outcome. Section h1: type of reportable event death. Section h6: health effect/medical device/component codes. Note: investigation outcome statement(s) and its h6 coding (type, findings and conclusions) remain unchanged as previously reported under follow-up 1 supplemental medwatch report 1 report.